Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the investigation. Failure analysis was able to confirm the reported event. The instrument was found to have a broken yaw pulley at the distal end. The yaw pulley was missing a 0.102 inch x 0.122 inch piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of a broken yaw pulley is due to mishandling/ misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy procedure, it was alleged that a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. There was no report of any patient harm, adverse outcome or injury. However, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the yellow plastic piece at the mouth of the fenestrated bipolar forceps instrument broke and fell inside the patient. The fragment was retrieved during the same procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) made several follow up attempts to obtain additional information regarding the complaint; however, no additional information has been received as of date of this report.